Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, version: (B)(4). A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during an electrode and probe placement procedure. It was reported that an inaccuracy occurred during the case; patient is an epilepsy patient. The patient has had recent surgery, so the incision site was swollen. The MRI they were using was from this week. Because of the swelling, they had a hard time getting a good registration. Manufacturer representative stated that their metric got to around 2.6 and the accuracy at the area of interest was 1.6. After registering, they verified accuracy superficially and things looked good. When they went sterile and navigated to the existing bone flap from the previous surgery, the surgeon was inaccurate. They were deep by around 8-10 mm. The surgeon aborted use of navigation, but continued the case. There was a reported delay of less than one hour, and no known impact on patient outcome.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.